Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage on the insulin pump screen. The customer's blood glucose at the time of the incident was 167 mg/dl. The customer states that the insulin pump screen had scratches. The customer stated that the screen was readable but it was getting difficult to read. Troubleshooting was provided for the damage but not resolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.